Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 02/23/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2017 with the following findings: call service 064-0001 alarm was observed in the alarm history due to occlusion. However, call service 064 alarm did not appear in the black box data. The pump information from the date of the complaint had been overwritten due to continued patient use. On investigation, the pump powered on properly with no alarms. Rewind, load and prime steps were performed successfully. Product analysis exercised the pump for 24 hours; after 24 hours no call service alarms were received. Investigation did not duplicate the complaint. Unrelated to the original complaint, the pump base was noted to be cracked between the case seal and the keypad and the display was dim and discolored.